Event description:
The customer reported an error 40 which is a cycle power error message. There is no report of any patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.